Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the (B)(6) device vigilance database via legal proceedings. Following receipt, bayer consulted (B)(6) in order to obtain the relevant case reference number information. On march 24, 2017, (B)(6) provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-feb-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number: 893023 manufacturing date: aug-2011 expiration date: aug-2014. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-feb-2017: medical history, insertion and removal dates, and causality were provided. On 20-feb-2017: no change in quality safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and had pelvic pain / acute pain, bleeding (seen as genital bleeding), symptoms of heart attack, severe neurological disorder / neurological disturbance, chest infection and constant inflammation of knees, ankle and right hand. An operative laparoscopy for bilateral salpingectomy with removal of inserts was performed. The events pelvic pain / acute pain and bleeding are regarded as anticipated in the reference safety information for essure. The other events are unanticipated. Pelvic pain may have multiple causes, including gynaecological and non-gynaecological etiologies. Genital bleeding may occur with essure therapy. In this case, no information was provided regarding consumer's medical history and concurrent conditions. Given the nature of pelvic pain and genital bleeding and lack of alternative explanation, causality with essure cannot be excluded. With regards to the other events, based on their nature and considering that essure has a local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Non-serious events were also reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected.

Manufacturer narrative:
This spontaneous case was reported by an other (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain / acute pain"), genital haemorrhage ("bleeding"), myocardial infarction ("symptoms of heart attack"), nervous system disorder ("severe neurological disorder / neurological disturbance"), polyarthritis ("constant inflammation of knees, ankle and right hand") and lower respiratory tract infection ("chest infection") in a (B)(6) female patient who received essure (batch no. 893023) for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included thyroid nodular and carpal tunnel syndrome. On (B)(6) 2012, the patient started essure. In (B)(6) 2012, the patient experienced aphasia ("was searching for her words / loss of vocabulary"). In (B)(6) 2013, the patient experienced memory impairment ("memory lapses / loss of memory / get lost in own house"). In 2013, the patient experienced fatigue ("was tired, chronic fatigue"), myalgia ("muscular pain - back and pelvic muscle pain"), alopecia ("her hair fell out / loss of pelvic hair") and weight decreased ("weight loss of 30 kg"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), myocardial infarction (seriousness criterion medically significant), nervous system disorder (seriousness criterion disability), polyarthritis (seriousness criterion medically significant), lower respiratory tract infection (seriousness criterion medically significant), bone pain ("bone pain"), neuralgia ("nerve pain"), ear disorder ("ear, nose and throat (ent) problems"), pharyngeal disorder ("ear, nose and throat (ent) problems"), tooth loss ("lost nine teeth"), abscess ("abscess"), polymenorrhoea ("menstrual periods came every 10 days and were hemorrhagic / menstrual periods twice a month"), polymenorrhagia ("menstrual periods came every 10 days and were hemorrhagic / haemorrhagic menstrual periods "), phlebitis ("phlebitis"), sinusitis noninfective ("sinus inflammation"), nasal inflammation ("nasal inflammation"), otitis media ("recurrent right otitis media"), breast cyst ("20 cysts in breasts"), lymph node pain ("painful lymph nodes in ear/ throat/under arms/between legs"), hypersensitivity ("allergy"), depression ("depression"), vulvovaginal mycotic infection ("vaginal fungal infections"), dry skin ("very dry skin"), eczema ("eczema"), vision blurred ("blurred vision"), paraesthesia ("pins and needles in hand and foot"), thyroid mass ("10 nodules on thyroid"), arthralgia ("acute pain in joints in both shoulders and hip pain"), tendon pain ("tendon pain"), feeling hot ("feeling of excessive heat in various parts of body"), tremor ("trembling"), feeling abnormal ("feeling of being in a fog or drunk"), jaw cyst ("cyst on cruciate ligaments on jaw"), dizziness ("dizziness"), nausea ("nausea"), cystitis ("cystitis"), urinary tract infection ("urinary tract infection") and abdominal pain ("abdominal pain "). The patient was treated with surgery (operative laparoscopy for bilateral salpingectomy with removal of inserts on (B)(6) 2017). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, myocardial infarction, nervous system disorder, polyarthritis, lower respiratory tract infection, fatigue, myalgia, bone pain, neuralgia, ear disorder, pharyngeal disorder, tooth loss, abscess, aphasia, memory impairment, alopecia, weight decreased, polymenorrhoea, polymenorrhagia, phlebitis, sinusitis noninfective, nasal inflammation, otitis media, breast cyst, lymph node pain, hypersensitivity, depression, vulvovaginal mycotic infection, dry skin, eczema, vision blurred, paraesthesia, thyroid mass, tendon pain, feeling hot, tremor, feeling abnormal, jaw cyst, dizziness, nausea, cystitis and urinary tract infection outcome was unknown and the arthralgia and abdominal pain outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, myocardial infarction, nervous system disorder, polyarthritis, lower respiratory tract infection, fatigue, myalgia, bone pain, neuralgia, ear disorder, pharyngeal disorder, tooth loss, abscess, aphasia, memory impairment, alopecia, weight decreased, polymenorrhoea, polymenorrhagia, phlebitis, sinusitis noninfective, nasal inflammation, otitis media, breast cyst, lymph node pain, hypersensitivity, depression, vulvovaginal mycotic infection, dry skin, eczema, vision blurred, paraesthesia, thyroid mass, arthralgia, tendon pain, feeling hot, tremor, feeling abnormal, jaw cyst, dizziness, nausea, cystitis, urinary tract infection and abdominal pain to be related to essure. The reporter commented: her primary physician found nothing wrong. Reporting physician did not insert implants. No batch number available. It was reported that she had disability leave, withdrawal from society and loss of autonomy. The events started a few months after placement of the device, spread out over time with no precise date. Causal relationship: plausible because the time to onset of symptoms was compatible and symptoms seemed to regress after removal (telephone contact). The patient not yet seen again in post-operative period. Diagnostic results: in the last year and half, she underwent an MRI, CT scan, x-ray, memory, cardiology and endocrinology testing, and nothing could justify her pain. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 25-apr-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2747 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number: 893023 manufacturing date: aug-2011 expiration date: aug-2014. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-mar-2017: the events cystitis, urinary tract infection, and abdominal pain were added. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and had pelvic pain / acute pain, bleeding (seen as genital bleeding), symptoms of heart attack, severe neurological disorder / neurological disturbance, chest infection and constant inflammation of knees, ankle and right hand. An operative laparoscopy for bilateral salpingectomy with removal of inserts was performed. The events pelvic pain / acute pain and bleeding are regarded as anticipated in the reference safety information for essure. The other events are unanticipated. Pelvic pain may have multiple causes, including gynaecological and non-gynaecological etiologies. Genital bleeding may occur with essure therapy. In this case, no information was provided regarding consumer's medical history and concurrent conditions. Given the nature of pelvic pain and genital bleeding and lack of alternative explanation, causality with essure cannot be excluded. With regards to the other events, based on their nature and considering that essure has a local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Non-serious events were also reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected.

Event description:
This spontaneous case was reported by an other (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain / acute pain"), genital haemorrhage ("bleeding"), myocardial infarction ("symptoms of heart attack"), nervous system disorder ("severe neurological disorder / neurological disturbance") and lower respiratory tract infection ("chest infection") in a (B)(6)-year-old female patient who received essure (batch no. (B)(4)) for female sterilization. The occurrence of additional non-serious events is detailed below. Additional information received on follow-up ( regulatory authority ansm (reference number: (B)(4)). On (B)(6) 2012, the patient started essure. On (B)(6) 2012, 1 day after starting essure, the patient experienced fatigue ("was tired"). In september 2012, the patient experienced aphasia ("was searching for her words / loss of vocabulary"). In (B)(6) 2013, the patient experienced memory impairment ("memory lapses / loss of memory / get lost in own house"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), myocardial infarction (seriousness criterion medically significant), nervous system disorder (seriousness criterion disability), lower respiratory tract infection (seriousness criterion medically significant), myalgia ("muscular pain"), bone pain ("bone pain"), neuralgia ("nerve pain"), ear disorder ("ear, nose and throat (ent) problems"), pharyngeal disorder ("ear, nose and throat (ent) problems"), tooth loss ("lost nine teeth"), abscess ("abscess"), alopecia ("her hair fell out / loss of pelvic hair"), weight decreased ("weight loss of 30 kg"), polymenorrhoea ("menstrual periods came every 10 days and were hemorrhagic / menstrual periods twice a month"), menorrhagia ("menstrual periods came every 10 days and were hemorrhagic / haemorrhagic menstrual periods "), phlebitis ("phlebitis"), sinusitis noninfective ("sinus inflammation"), nasal inflammation ("nasal inflammation"), otitis media ("recurrent right otitis media"), breast cyst ("20 cysts in breasts "), lymph node pain ("painful lymph nodes in ear/ throat/under arms/between legs"), hypersensitivity ("allergy"), depression ("depression"), vulvovaginal mycotic infection ("vaginal fungal infections"), dry skin ("very dry skin"), eczema ("eczema"), vision blurred ("blurred vision"), paraesthesia ("pins and needles in hand and foot"), thyroid mass ("10 nodules on thyroid"), the first episode of arthralgia ("acute pain in joints in both shoulders and hip pain"), tendon pain ("tendon pain"), the second episode of arthralgia ("constant inflammation of knees, ankle and right hand"), feeling hot ("feeling of excessive heat in various parts of body"), tremor ("trembling"), feeling abnormal ("feeling of being in a fog or drunk"), jaw cyst ("cyst on cruciate ligaments on jaw"), dizziness ("dizziness") and nausea ("nausea"). Hysterectomy is planned for (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, myocardial infarction, nervous system disorder, lower respiratory tract infection, fatigue, myalgia, bone pain, neuralgia, ear disorder, pharyngeal disorder, tooth loss, abscess, aphasia, memory impairment, alopecia, weight decreased, polymenorrhoea, menorrhagia, phlebitis, sinusitis noninfective, nasal inflammation, otitis media, breast cyst, lymph node pain, hypersensitivity, depression, vulvovaginal mycotic infection, dry skin, eczema, vision blurred, paraesthesia, thyroid mass, tendon pain, second episode of arthralgia, feeling hot, tremor, feeling abnormal, jaw cyst, dizziness and nausea outcome was unknown and the first episode of arthralgia outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, myocardial infarction, nervous system disorder, lower respiratory tract infection, fatigue, myalgia, bone pain, neuralgia, ear disorder, pharyngeal disorder, tooth loss, abscess, aphasia, memory impairment, alopecia, weight decreased, polymenorrhoea, menorrhagia, phlebitis, sinusitis noninfective, nasal inflammation, otitis media, breast cyst, lymph node pain, hypersensitivity, depression, vulvovaginal mycotic infection, dry skin, eczema, vision blurred, paraesthesia, thyroid mass, the first episode of arthralgia, tendon pain, the second episode of arthralgia, feeling hot, tremor, feeling abnormal, jaw cyst, dizziness and nausea to be related to essure. The reporter commented: her primary physician found nothing wrong. Reporting physician did not insert implants. No batch number available. It was reported that she had disability leave, withdrawal from society and loss of autonomy diagnostic results: in the last year and half, she underwent an MRI, CT scan, x-ray, memory, cardiology and endocrinology testing, and nothing could justify her pain. Most recent follow-up information incorporated above includes: on (B)(6) 2017: new events added. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and had pelvic pain / acute pain, bleeding (seen as genital bleeding), symptoms of heart attack, severe neurological disorder / neurological disturbance and chest infection. It was reported that a hysterectomy was planned. The events pelvic pain / acute pain and bleeding are regarded as anticipated in the reference safety information for essure. The other events are unanticipated. Pelvic pain may have multiple causes, including gynaecological and non-gynaecological etiologies. Genital bleeding may occur with essure therapy. In this case, no information was provided regarding consumer's medical history and concurrent conditions. Given the nature of pelvic pain and genital bleeding and lack of alternative explanation, causality with essure cannot be excluded. With regards to the other events, based on their nature and considering that essure has a local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because surgical intervention will be required. Non-serious events were also reported. A product technical analysis is expected.